Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted while leads were left in the patient.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000159774.

Event description:
It was reported patient experienced ineffective therapy with the scs system. It is unknown which lead attributed to the issue. Surgical intervention may be pending to address the issue.